Event description:
The micro sagittal saw was sent in for service and it was noted during performance testing that the device was running on its own without activation. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted in the motor and rotor assembly. The corrosion can allow current to pass through the connections and close the circuit; this electricity can reach the motor and cause the device to run even if unintended.